Event description:
During a coronary stent procedure, the physician was attempting to primary stent and was unable to cross the lesion. While attempting to retract the delivery/stent device back into the guide catheter, the stent dislodged. The stent was retrieved without incident, the lesion was then dilated and the procedure was completed with another stent. Patient status is listed as "okay".